Manufacturer narrative:
It was reported that a patient was using a gastrostomy tube (unknown lot number, unknown product code) for continuous feedings and noticed a crack close to the tube connection during medication administration. The tube was initially placed in the patient on (B)(6) 2018. It is unknown how the tubes are stored at the facility. No patient injury was reported. There was no report of any adverse patient consequence and no effect on the patient's stability and as a result of the incident. The patients gastrostomy tube was replaced with no further incident reported. No additional information is available. A sample is not available for evaluation however, due to the reported incident and subsequent need for intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Gastrostomy tube was noted to be cracked.